Event description:
It was reported that there was a communication problem. The patient was not able to turn the implantable neurostimulator (ins) or charge ¿this month.¿ there was a suspected ins overdischarge. Health issues were the primary reason for the overdischarge. The patient had gotten really sick and had to undergo chemo. The patient had turned the ins off at that time because she could not have stimulation on with the stomach pain and throwing up due to chemo. The patient had gotten so sick she had been unable to continue recharging. The last successfully recharging session was 6 to 12 months prior to the date of this report. There was a loss of therapeutic effect. Patient symptoms included legs swelling and trouble walking. This had begun right after the patient had turned the ins off and it was happening because the ins therapy was off. The last one was put in (B)(6) 2011. It was later reported that the patient had not charged the implant for a couple of months prior to the date of this report. A lightning bolt appeared in a circle on the reposition antenna screen on the date of this report. The patient had been moving the antenna around and turning the dial and the lightning bolt had popped up in the 2nd circle. Additional information received stated that a confirmed first overdischarge occurred. A physician mode recharge (pmr) was successfully performed and reset the device. The device was reprogrammed and impedance testing was performed. The cause of the event was the patient¿s illness she stopped using the device one year prior to the event due to a cancer diagnosis and did not check the charge level. The patient was able to charge to 75%. Impedances were checked and within normal limits. The patient experienced good coverage and was happy with their stimulation coverage and was alive with no injury at the time of the report. The patient later reported that the patient had to charge twice a day. It was reviewed that this can happen after an overdischarge and that the battery needs to be exercised back up. The patient additionally reported that they needed to charge two to three times per day because the battery was damaged and wouldn¿t keep a charge; the patient was charging more than expected. The patient stated she fell a lot in 2013 and damaged the internal unit so it wouldn¿t keep a charge and it wasn¿t working so the patient had to turn off the system for one year. The patient also had a thyroid issue that started in 2013 and they were waiting until the blood work was correct so they could put the patient to sleep.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. (B)(4).